Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, the clips do not close. Another clamp was used to complete the procedure. There were no adverse consequences for the patient.